Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2022 the customer's blood glucose (bg) was 480 mg/dl. The customer went to the emergency room for their bg and was treated with intravenous fluids of saline. Customer also changed out pump supplies and gave themselves insulin via the pump. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.